Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed. The root cause was determined to be the supply bag disconnected without falling. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 2 of 6. The registered nurse (rn) indicated that the supply bag become disconnected from the set up. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn stated they spoke to the home patient (hp) regarding the alarm. The rn stated the hp did not properly connect the supply bag to the line which resulted in a disconnection. The rn stated the hp has disposed of their supplies. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.